Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/29/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
The patient reported that she had left side "moderate" breast pain. Healthcare professional reported a left side "valve was torn off the device." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: clear fluid inside the device, broken plug strap disk shell, opening and flat crease. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a striated edge opening on the posterior due to surgical damage, striated break in the plug strap due to surgical damage and missing piece due to inconclusive, delamination in the diaphragm valve and striated opening in the valve seat due to surgical damage and delamination of the plug strap disk shell assessed as adhesive failure. The fill test inspection was performed with a result of no blockage.

Event description:
The patient reported that she had left side "moderate" breast pain. Healthcare professional reported a left side "valve was torn off the device." Device has been explanted.